Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional visual inspection: the complaint devices helical blade/ screw extractor (product code: 03.037.030, lot number: l203844) along with tfna screw was returned to cq west chester for investigation. The tfna screw will be investigated under ip-01260087. The tfna screw was found attached to the inserter during visual inspection. Functional test: a functional test to separate the extractor and the tfna screw was performed. The head element could not be removed from the extractor even after many attempts. Hence, the tfna screw was stuck on the impactor. The complaint condition can be replicated during functional test. The complaint condition can be confirmed during physical device investigation. Dimensional inspection: a dimensional inspection was not performed as complaint relevant dimension could not be measured due to the device being seized together. Document/specification review: based on the date of manufacture, the current and manufactured version of drawing were reviewed. Conclusion: the extractor and the head element could not be detached during investigation, indicating they had become seized together. The opening on the head element could have been damaged during implantation due to which the extractor shaft had stuck to the helical screw. Thus, the complaint was confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part number: 03.037.030. Lot number: l203844. Manufacturing site: haegendorf. Release to warehouse date: 07. Dec. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during loan kit inspection, the fenestrated screw became stuck onto the helical blade extract/insert and could not be disassembled. No patient involvement reported. This report is for one (1) helical blade/screw extractor. This is report 1 of 2 for (B)(4).